Event description:
Pt underwent rf ablation of the left greater saphenous vein for 2 incompetent perforators, through 2 separate accesses. The pt had f/u visit in 2005 and doing fine. Eight days later, pt drove six hours out of town to a lake. She developed pain in legs on the same day and called the dr. The dr recommended that she elevate both legs and rest. The next dau, she drove 6 hours to ER, and an ultrasound was conducted. A deep vein thrombus of the common femoral and posterior tibial veins was detected, and treated with plavix 75mg, to be taken daily for 30 days. Last f/u visit was conducted less than five months later, and pt is doing fine.

Manufacturer narrative:
No malfunction was reported, and the product was not returned.